Event description:
This incident took place on (B)(6)2024 in the mother child infant unit(mcin). The infant experienced mild harm. An x-ray was obtained, no findings noted. The patient safety manager is (B)(6). A patient safety report was generated for the incident and the psr number is (B)(4). Hm3 harms was properly trained and has administered this medication previously without incident. The providers involved in this case are (B)(6). Both providers (dr. (B)(6) & dr. (B)(6)) were notified of the incident. The leadership staff in the (B)(6) state they are not aware of any similar issues with this product, there has been no other reports of a similar situation, and they feel the incident resulted from a product deficiency. Ms. (B)(6) made the manufacture aware on december 11, 2024. I am awaiting their response. The manufacturer did not provide a case/ref #. The poc is (B)(4). We did not request a replacement or a refund. This incident was not filed with the FDA. The wholesaler is (B)(6). Unknown for exact product because was disposed of by ward staff, but current stock is from international medication systems, limited an (B)(6) pharmaceuticals company, (B)(6).

Event description:
Additional information received for report mw5164233 on 1/13/2024. This is in response to your report regarding ims phytonadione injection, lot no. Er05114, stock no. 1240, in which it was reported that the hub broke, leaving the needle m the thigh or the infant. It was further reported that the white plastic piece (injector) separated/bent away from the grey hub and that the needle broke off as soon as contact was made with the thigh. Upon receipt of your report, we immediately began our investigation. Please be assured that we make every effort to produce a quality product. Once the investigation is complete, we will inform you of the result.